Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During procedure, at below nominal pressure, the balloon ruptured. The device was removed without any problem with no defect noted and was replaced for a different model to complete the procedure. The complaint device was discarded in the facility. There were no complications reported, and patient status was good.